Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate address detected error occurred when attempting to recover the drawer, causing all cubies to open and the error message to display on the screen. The field service engineer (fse) identified that drawer 3.2 rows a and b were showing the duplicate address condition upon arrival. The fse accessed the hardware test application, removed the cubie pockets, returned to the application, and unloaded and deleted the affected pockets with pharmacy assistance. The fse then reloaded the pockets, rebooted the device, and tested drawer 3.2 in the hardware test application, where all tests passed successfully. The fse further verified functionality through medication reload and dispense testing, confirming that no further issues were observed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es duplicate address detected error occurred when attempting to recover the drawer, causing all cubies to open and the error message to display on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.